Event description:
It has been reported to philips that the device speakers are not functioning properly.

Manufacturer narrative:
The hs1 device (sn (B)(6)) was returned to philips for additional analysis. Failure was confirmed when the device was returned to the factory. A case was created in trackwise and the complaint was escalated for technical complaint investigation and the results indicate that the speaker was distorted or buzzing. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include pads placement icon lights, an insert-pads-connector flashing light, flashing shock button, and a charge tone. Based on the information available and the testing conducted, the reported problem was caused by a distorted or buzzing speaker. The reported problem was confirmed. Philips japan was provided with a replacement device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.